Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited noise on the both right atrial and right ventricular leads. The noise resulted in pacing inhibition. The patient is pacemaker dependent. No patient symptoms or intervention was reported. Related manufacturer reference number: 2017865-2019-04583. Related manufacturer reference number: 2017865-2019-04584.